Manufacturer narrative:
Other text: additional information is provided for h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was cracked on the right plunger case. Functional testing was performed, and the reported issue was able to be replicated. The root cause was determined to be the expulsor was out of manufacturing specifications, over-delivery. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported the pump failed accuracy over 6.2 percent. (During testing/ no patient injury).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.